Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood visible in the guide wire lumen, in the inflation lumen, in the balloon and on the hub. There was contrast visible in the inflation lumen and in the balloon. The balloon was loosely folded. The balloon was winkled at the proximal shoulder. There was a pinhole visible in the balloon, 3 mm distal to the proximal shoulder. There was no other damaged noted to the balloon catheter. An attempt was made to inflate the balloon and fluid was observed leaking at the pinhole in the balloon, 3 mm distal to the proximal shoulder. The rx voyager was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering has reviewed case description and analysis of the returned device. Factors that may contribute to balloon damage include, but are not limited to, manufacturing, materials, patient anatomy, patient disease state, or associative device interaction. The analysis was able to confirm the reported discrepancy, as fluid leaked out from a pinhole observed in the balloon, 3 mm distal to the proximal shoulder. The patient anatomy was described as mildly calcified, which may have contributed to the balloon rupture. A review of the sem analysis revealed there was mechanical damage to the outer surface of the balloon near the pinhole damage. The mechanical damage appears to have weakened the balloon material in that area, such that it ruptured during the attempt to inflate the balloon. The material at the pinhole was pushed inward, suggesting that a sharp object may have been pushed up against the balloon during the inflation attempt; therefore, resulting in the reported discrepancy. A review of the manufacturing records at final inspection revealed that no units were scrapped for balloon damage or leaks at the balloon/seal. Based on the reported case description and analysis of the returned device, the balloon damage appears to have been related to circumstances during the procedure. Product performance engineering and/or the respective business unit, quality engineering group, will monitor the event circumstances. The analysis noted that the balloon was wrinkled at the proximal end. The damage was noted in the case details, which suggests the damage, occurred after the reported difficulty or during transport back to abbott. Damage of this type may be related to removal of the loosely folded balloon from the anatomy after the reported rupture. The wrinkled appearance of the balloon material did not appear to contribute to the reported difficulties. All catheters are 100% visually inspected for balloon damage and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify balloon rated burst pressure (rbp) integrity. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was a medial riva stenosis. While pre-dilating the calcified lesion, the 2.5 x 15 mm rx voyager ruptured at 14 atm. There were no patient effects. The rx voyager was replaced with another company's dilation catheter and a 2.75 x 12 mm xience v stent was deployed successfully. No additional event or patient information is available.